Event description:
A patient developed a red rash with irritated skin where the collar ends at the neck, while wearing a philadelphia collar post surgery on the day of the event. The product size and lot number was not documented in the patient's chart. P.t. Will be seeing the patient in 4-2002 and has asked the patient to return the collar. The company's sales rep. Will pick it up and return it to the company.